Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after the biopsy was taken out and while wiping the device, the tech felt a bump on the plastic sheath near the distal end of the device. Upon inspection, the tech determined the bump to be a piece of metal protruding from the plastic sheath. No other abnormalities were noted and the jaws would open and close properly. The procedure was completed with this radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after the biopsy was taken out and while wiping the device, the tech felt a bump on the plastic sheath near the distal end of the device. Upon inspection, the tech determined the bump to be a piece of metal protruding from the plastic sheath. No other abnormalities were noted and the jaws would open and close properly. The procedure was completed with this radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. No abnormalities were noted with the device riveting and welding which were within design specifications. Measurements were taken of the wire curves and it was determined that one out of specification and could have caused the bending of the needle tail. The condition of the returned incident device was not consistent with the complaint since the sheath of the device did not present any damage. However, it was found that the needle tail had separated, and bent out of the device clevis. The most probable root cause is manufacturing due to the improper curve forming. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).